Event description:
Customer reported the system displayed control panel and charger failed errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and verified issue. Found 5 volt supply was low, reading 4.9 volts dc. Adjusted to 5.2 volts dc. Tested unit by booting several times with no issues noted at this time. System operates as intended.